Event description:
Procedure: sleeve gastrectomy. According to the reporter: while attempting to fire the load over the antrum of the stomach, the I-beam on the top of the stapler came off and the staples malformed. The piece fell into the cavity but was retrieved. Surgeon resected tissue to remove the malformed staples. A new device was opened to complete the case with minimal delay in or time.